Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), uterine perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding / heavy bleeding / clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity in 2012, fatty liver on (B)(6) 2013, anxiety disorder on (B)(6) 2010, hypertension in 2010, asthma in 2003 and depression on 29-oct-2010. Concomitant products included ascorbic acid;betacarotene;cod-liver oil;echinacea spp.;ginkgo biloba;nicotinamide;oenothera biennis;pyridoxine;riboflavin;vitamin b1 nos;vitamin d nos;vitamin e nos, cefixime (flexeril) from 2014 to 2015, ibuprofen, lorazepam (ativan) since 2006, medroxyprogesterone acetate (depo provera), metoprolol since 2015 and tramadol. In 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraine"), headache ("headaches") and back pain ("back pain"). In 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and suprapubic pain ("pain above pubic area"). The patient was treated with surgery (28sep2015; hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache and back pain outcome was unknown and the genital haemorrhage, abdominal pain lower and suprapubic pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, suprapubic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2014: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, migraine, headaches, back pain, supra pubic pain and cramping added. Event perforation of organs updated to uterine perforation and fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.